Event description:
The perclose device got stuck once the feet were deployed and I was unable to move the device either way. After multiple attempts, surgical team was called and pt will undergo exploration of the left groin and removal of this device. FDA safety report ID# (B)(4).